Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to over 500 mg/dl while wearing the pod longer than 48 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. As treatment the patient replaced the pod.

Manufacturer narrative:
The returned was evaluated and no damages or defects were observed on the adhesive pad or bottom housing. The battery voltages were measured and found to be lower than expected. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. The pcb and tube nut were observed to be corroded. A leak test was performed and no internal leaks were observed. Fluid path testing was conducted and fluid flowed freely through the entire fluid path as intended. No damages or defects were observed in the needle mechanism. The exact cause of the reported cannula dislodging could not be determined. The exact cause of the reported failure to adhere could not be determined.